Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. One side of the articulating point was broken. Some staple pushers were pushed back to the cartridge. Functional testing found that the reload was loaded into a r epresentative pmv handle. The clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the articulation joint broken, articulating or straightening during firing, component disengaged, and instrument made strange noise. The reported issues were confirmed. The most likely cause was traced to user error. This issue can occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic-assisted gastrectomy, on the third firing with the anvil positioned upwards, the resection was performed from the lesser curvature to the greater curvature of the stomach on the right. After a slight articulation, the firing stopped automatically when it reached the end. When the one-push center control button was pressed again, the cartridge moved to its maximum articulation. It was also noted that during the first operation, the cartridge made a cracking noise, and part of the articulation detached and fell into the abdominal cavity, where it was removed using forceps. An x-ray was performed to check for any residuals in the body. A new device was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: sig power sigphandle handle - sigphandle sig power sigpshell control shell - sigpshell, sig power sigadaptstnd linear adapter - sigadaptstnd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.